Manufacturer narrative:
A ge rep evaluated the system. Multiple errors were identified. No conclusion can be drawn as further info is unavailable and no add'l service info was provided.

Event description:
The customer reported multiple errors and a loss of functionality which required a system reboot. No pt or user injury reported.